Manufacturer narrative:
Citation: morris mf, et al. Multi-modality imaging and operative findings of a post-tavr ventricular septal defect. J cardiovasc comput tomogr. Jul-aug 2021;15(4):e92-e93. Doi: 10.1016/j.jcct.2021.01.004. Epub 2021 feb 6. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6) female patient with a severely calcified bicuspid aortic valve who underwent implant of a 26 mm medtronic evolut pro+ transcatheter valve (unique device identifier number not provided). Prior to evolut pro+ implant, a balloon aortic valvuloplasty (bav) was performed. Following evolut pro+ deployment, moderate paravalvular leak (pvl) was observed, so a post-bav was performed, reducing the pvl to mild. Follow-up transthoracic echocardiography confirmed mild pvl, as well as an abnormal color jet from the annulus to the right ventricular outflow tract (rvot) consistent with ventricular septal defect (vsd). Initially asymptomatic, the patient developed dyspnea over a six-week period. Transesophageal echocardiography revealed moderate pvl and a persistent vsd, which was confirmed on angiography. Cardiac computed tomography angiography exhibited a sub-annular rupture below the right coronary cusp with a 6 mm vsd to the rvot. A gap between the aortic annulus and the evolut pro+ below the left coronary cusp corresponded to the pvl location seen on transesophageal echocardiography. Subseq uently, surgical aortic root replacement was successfully performed using a 25 mm medtronic freestyle bioprosthesis. Intra-operative inspection verified a sub-annular rupture with a vsd to the rvot. The patient remained asymptomatic at thirty-day follow-up. No additional adverse patient effects or product performance issues were reported.